Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that the pump could not be primed due to replace battery alarms following the rewind step. During testing, the rewind, load, and prime steps were completed successfully with no issues preventing the steps from being completed. The pump was exercised for 24 hours, and the pump emitted a low battery warning. The sleep current draw did not measure within specifications. The pump case was removed, and evidence of moisture ingress was found. A battery cap was not returned with the pump; a test cap was used to complete investigation. Unrelated to the complaint, the bolus button was unresponsive to user presses due to moisture damage.